Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: (B)(4) 2012. The intraocular (iol) lens was returned to the manufacturing facility for evaluation. The visual inspection of the lens revealed a lens where the optic was cut in half; however, no optical deviations were found. No further investigation could be performed due to the condition of the iol. A review of the manufacturing records for the lens showed no deviations. Diopter measurement records were reviewed and showed no deviations; thus was in compliance with the reported diopter power of 24.0 diopter. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, another supplemental report will be submitted.

Event description:
It was reported that there was a folding issue with the lens. It was stated that the physician removed the lens from the eye with minimal incision enlargement and another lens was inserted without a problem during the same procedure. Sutures were not required. In addition, it was stated that the removed lens was lost at the facility and therefore, will not be returned for evaluation.

Manufacturer narrative:
Enlarged incision. Lens removed and replaced during the same procedure due to a folding issue. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.